Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 39mg/dl at the time of incident. Customer stated that they needed help programming multiple basal rates into pump. The current blood glucose was 92 mg/dl and rising. Customer declined for troubleshooting. The product will not return for the analysis.